Event description:
It was reported that the device became stuck on the guidewire. A 2.1mm jetstream xc catheter and thruway guidewire were selected for a peripheral atherectomy procedure in the right superficial femoral artery. During the procedure, the device became stuck on the thruway wire. The physician had to completely remove both the jetstream and thruway guidewire from the patient. A kink was observed in the guidewire due to manipulation. The procedure with finished with a new jetstream catheter and thruway guidewire. There were no complications and the patient is fine.